Event description:
Per the clinic, the patient experienced a wound infection that was treated with IV, oral and topical antibiotics. The patient was hospitalised device was explanted under a general anaesthetic.

Manufacturer narrative:
This report is submitted on september 16, 2022